Event description:
It was reported that during a l2-s2 open procedure with a pss pin, the robot was located at the patients head, camera at the patients foot, navigation station at the foot side of the patient. The attending doctor was on the right side of the patient with the fellow on the left side. They used an o-arm and completed the spin without issue. They completed the right side l3-s1 and then needed to change the orientation of the robot. When attempting to place the next screw, the robotic arm came in contact with the patient and gave an excessive force message. They attempted to move the arm manually but the system gave a break check message then stopped responding. They were able to lower the stabilizers and they tried to restart the robotic station. The system then went into a loop where it was asking to verify the tool holder during a break check. They verified the tool holder and they received a message that the robotic arm referencing lost and to restart the robot station. They restarted the robot but couldn't complete the brake check. They decided to not use the robot moving forward so they continued the case as navigation only. They completed l3-s1 left side and both sides of s2. After the case the robot wouldn't go into the storage position. The rep remastered the arm and it passed without any joints failing. They rebooted the system and they were able to do a break check. There was some slight flickering on the driver array (#4) but it was manageable.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.